Event description:
It was reported the device system was explanted due to an infection in the device pocket. No patient outcome was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Follow up information received indicated that the patient outcome from the infection was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012; lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012; adaptor model 3550-14, lot #n302559, implanted: (B)(6) 2012, explanted: (B)(6) 2012; adaptor model 3550-14, lot #n310865, implanted: (B)(6) 2012, explanted: (B)(6) 2012; adaptor model 355531, lot #n303418, implanted: (B)(6) 2012, explanted: (B)(6) 2012; programmer model 37744, serial # (B)(4).